Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. The clip delivery system (cds) was advanced to the tricuspid valve. Grasping was difficult and visualization was difficult due to the thin leaflets. After successful grasping, the clip was deployed. Directly after deployment, the clip detached from the septal leaflet and remained attached to the other leaflet (slda). The procedure was aborted and the tr remained at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication to indicate of a lot specific product issue. The reported difficulties appear to be related to case circumstances. Grasping was difficult, and visualization was difficult due to the thin leaflets which resulted in the single leaflet device attachment (slda) and recurrent tricuspid regurgitation (tr). It should be noted that the mitraclip ntr/xtr system instructions for use states that the mitraclip system is intended for reconstruction of the insufficient mitral valve. It could not be determined if using the mitraclip in the tricuspid valve caused or contributed to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.